Event description:
It was reported that the 9800 system displayed error messages on the mainframe when the system was booted. The messages stated the collimator iris was too large and the collimator iris pot failed.